Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia leading to diabetic ketoacidosis with blood glucose level above 400 mg/dl at time of incident. The customer was treated with insulin and medicines for nausea. The customer also reported events like vomiting and bladder infection. The insulin pump will not be returned for analysis.